Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.

Manufacturer narrative:
Corrective data: in initial report should read: the device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Codes in initial MDR should reflect pending device evaluation. Codes are corrected in this report. Occupation updated to health care professional

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.

Manufacturer narrative:
Corrective data: weight and date of birth populated. Catalog number populated.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.

Manufacturer narrative:
Device investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that fluid was noted to be leaking from the cycler upon completion of treatment, as the door was opened to remove the cassette. The nurse reported that the cassette has fluid inside of it.